Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/14/2024, it was reported by a sales representative via (B)(4) that an ar-9236-03pp univers vaultlock¿ glenoid trial middle peg of the poly broke off while trying to extract the trial. This occurred during a total shoulder procedure, it was inside of the patient but not difficult to get out. The doctor used a hemostat to pick up the broken piece.

Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the customer-provided photo revealed that the center post of the trial is broken off. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion/extraction of the trial. Complaint allegation confirmed.